Manufacturer narrative:
Gtin for model 8100 sn (B)(4) is (B)(4). The customer¿s report that the unit powered off during infusion was confirmed. Analysis of the pcu event log shows that heparin 25000 unit in 250 ml was infusing at a rate of 15 ml/hr. At 1:32 pm on (B)(6) 2017 the heparin infusion was stopped by the user when the user channeled off the device immediately after 5 back-to-back flo stop open alarms. Approximately 1 hour later the system was powered off and shutdown when the user channeled off a concomitant pump module. The heparin infusion was stopped due to a user key press intervention and not due to an alarm or error condition. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that a device infusing heparin powered down unexpectedly. As a result, the patient required blood tests to assess their ptt. There was no patient harm.